Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer followed technical support's guidance by using the existing pump for backup therapy and was informed about putting the pump into storage mode. Technical support confirmed the shipping address and sent a replacement pump without requiring a delivery signature. Instructions for returning the faulty pump to tandem using a pre-paid label were also provided and acknowledged by the customer.